Manufacturer narrative:
A ge oec service representative investigated the issue and found made needed adjustments to the kv tracking to fix the image quality issues. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had issues with image quality. Request for improvement of orthopedic images (too dark).